Event description:
It was reported the lcs15 was used during a laparoscopic nissen fundoplication. It was reported after opening the package, the clear tissue pad appeared bent. Blade would not rest against tissue pad upon assembly. Another lcs15 opened to complete the case. There was no consequence to the pt.